Event description:
It was reported that bd alaris pump module smartsite infusion set was separted the following information was received by the initial reporter with the following verbatim it was reported by customer that patient turned on call light and writer entered the room. Writer was providing care when he noticed that there was a puddle of blood on the floor under the IV pump on the patient's left side. Writer traced back IV lines and noticed that the dlic was back-flowing with blood onto the floor and that the bivalirudin IV tubing was broken. The IV tubing was broken between the luerlock and the IV channel, so no IV alarms were triggered. Cca was notified and at bedside. The IV tubing was saved and placed into a plastic bag and the blood was cleaned up appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing broke and returned one sample of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint, and the middle of tubing was sliced in half in between the pump segment and the y-site closest to patient. The manufacturing site found the root cause for the tubing damage to be unrelated to the manufacturing process. No opportunities within the assembly process were found to take action. No corrective or preventative actions will be taken as a result of the damage investigation. Two potential lots found from smart site identification number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.